Event description:
It was reported that the patient's stitches opened up after her second pump was implanted. She was brought to the hospital to have the revision surgery. The patient had a smaller pump implanted as a result.